Manufacturer narrative:
Reliability analysis inspected 13 opened and used infusion sets and performed manual prime and high pressure test using a new lab reservoir along with a 5xx insulin pump. All 13 infusion sets failed per specifications. Infusion sets found occluded at quick release connection septum sides. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 189 mg/dl at the time of incident. The customer stated that they were correcting the blood glucose with the insulin pump. The customer stated that they performed plunger push and the insulin did exit. The customer declined to troubleshoot at the time of call. The infusion set will be returned for analysis.